Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The patient had been hospitalized for the fever and was diagnosed with peritonitis during the hospitalization. The cause of peritonitis and the treatment for the event were not reported. At the time of this report the patient had not yet recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.